Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)electric test fails code #52.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1(event site state: 25, event site postal code: (B)(6). It was being reported that during a routine check the cs100 intra aortic balloon pump (iabp) had an issue regarding the "electrical test fail code#5". Even no one was harmed at onsite. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked out the cs100 thoroughly by calibrating all the three transducer and resolved the problem of "electric test fail error #52". After that the unit had been handed over to the client after keeping on the observation for 5 days. And today the unit is being handed over the customer on fully working condition. There was no involvement of the patient.

Event description:
It was reported that during routine check up performed by biomedical department, the cs100 intra-aortic balloon pump (iabp)electric test fails code #52. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine check up performed by the customer, the cs100 intra-aortic balloon pump (iabp)electric test fails code #52. There was no patient involved.